Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to wearing insulin pump in pants pocket. Customer reported that as a result, display screen was blank and only backlight worked. Customer reported that moisture under display went away, but display screen remained blank. Customer's blood glucose was 111 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics. The insulin pump had minor scratched display window and cracked reservoir tube lip.